Event description:
It was reported that the driver began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a failure of a third party asic motor controller, which was replaced along with other components.